Manufacturer narrative:
(B)(4) for stent migration post procedure. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01650 for the other associated device information. It was reported to boston scientific that an advanix preloaded biliary stent and advanix center bend stent were implanted during a biliary plastic stent placement procedure performed in the common bile duct on (B)(6) 2013. According to the complainant, on (B)(6) 2014, a scheduled stent removal procedure and clearance of ducts was performed. During the procedure, when they went down with the scope, the stents which were deployed on (B)(6) 2014 were not seen. On fluoroscopy, it was found out that the stents were not bridging the papilla and had migrated into the common bile duct. After multiple attempts, the stents were retrieved individually with the use of multiple devices. It was reported the manuevers caused patient discomfort and increased procedure time. After the procedure, the ducts were reported to be clear and does not require re-stenting. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.